Event description:
It was reported that lead damage was discovered after the lead had been attempted. The tip of the lead was discovered to be slightly bent which made placement difficult. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.